Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 94742 was returned and analyzed. Smart chip verification indicated the balloon catheter was used for seven injections. It passed the performance test with a lab catheter as per specification. The dissection/pressure test showed a guide wire lumen kink 1.4 inches from the tip of the catheter. The dissection also showed a minor kink at the pull wire beside the service loop. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.